Event description:
It was reported that the patient's blood glucose level was at 104 mg/dl while the pod was worn between 24 and 36 hours on the abdomen. The glucose dropped rapidly, with the dexcom device displaying "low." The patient attempted to manage the low glucose using glucose tablets and juice but was unable to consume additional carbohydrates due to nausea and the risk of vomiting. Reported symptoms included shakiness, profuse sweating, numbness in the legs, and difficulty forming coherent thoughts. The patient called 911, and emergency medical services (ems) administered intravenous dextrose. The insulin pump was switched to manual mode; insulin delivery was not paused. The patient was transported to the hospital and discharged after 1 hour.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown omnipod software app version: 3.1.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.